Event description:
It was reported that post op of a total laparoscopic hysterectomy davinci procedure, the patient was returned thirty six hours post op presenting fever and sepsis. The patient was taken to the ER and a laparotomy procedure was performed to find a hole in the colon the size of the trocar. The patient expired.

Manufacturer narrative:
(B)(4). After further investigation with the account it was confirmed by the director of risk management that there was no problem with the trocar. She could not provide any further details regarding the event but confirmed there was no issue with the trocar related to the patient outcome. Based on the new information, the complaint record is being voided.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Device status unknown. Additional information received: used a da vinci device and ethicon 12mm bladeless trocar for a gyn procedure. Thirty six hours post op, patient presented symptoms associated with sepsis. Performed a laparotomy to gain access to abdominal cavity. Identified injury (hole) approximately the size of trocar. Hypothesized that injury was created during umbilical trocar access. Attempts are being made to obtain additional information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.